Manufacturer narrative:
(B)(4). Concomitant medical products: 00588001502 62716389 femoral component option for cemented use only size e right; 00598801020 62769798 stem extension straight 20mm dia x 100mm length; 00588000400 62857161 tibial component precoat size 4; 00598801013 62762287 stem extension straight 13mm dia x 100mm length; 00588000410 61944253 tibial full block augment precoat size 4 10 mm thickness; 00597206535 62869168 all poly patella standard size 35 mm diameter 9.0 mm thickness cemented; 00588005012 62795173 articular surface with hinge post extension screw enclosed do not discard size e 12 mm height. Report source foreign country: (B)(6) customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was not returned by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01261, 0002648920-2021-00278, 0001822565 - 2022 - 00891, 0001822565 - 2022 - 00892.

Event description:
It was reported initial right knee implantation was placed on an unknown date with unknown product, with spacer procedure performed on unknown date due to infection of right knee. Spacer was explanted and nexgen rhk was placed. Subsequently, the patient developed metallosis of right knee and underwent revision approximately 6 years post implantation. During the procedure surgeon found femoral component loose with screw fractures. Femoral and tibia components removed and replaced with competitor product, patella was found well-fixed and retained. Additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.